Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the lumbar catheter was ligated to address over drainage of cerebrospinal fluid (csf), the lumbar catheter tore. It was stated the device was explanted, and there were no broken pieces that remained inside the patient's body.

Manufacturer narrative:
Due to imdrf harmonization, the method, result, and conclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that both the valve and lumbar catheter were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.